Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that the clinic is experiencing multiple issues with the combiset transducer protectors. Multiple transducers are not attaching correctly to the machine and air is entering into the blood line. The transducers that are attached correctly loosen during treatment causing air to enter the extracorporeal circuit (ecc). The transducers are cracking when screwed onto the machine. In a follow up, the floor nurse explained in detail, that in all cases reported there is blood clotting causing some minimal amount of blood loss. The threading on the transducers does not align well and when the treatment starts the material heats up which seems to cause the air leaks. When the nurses set up the machine and they are trying to tighten the connections, that is when they encounter the cracked transducers. There has been no harm to any patients and all treatments have been completed by restringing the bloodlines and immediately changing out the transducer protectors. The events are random with no specifics available. All the samples were discarded immediately.